Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding when set.